Manufacturer narrative:
H6 updated. H10 updated: the investigation was completed by conducting a thorough evaluation of the product and the reported information. The customer reported an issue with treatment field definition related to couch capture function in mosaiq and that during edit the beam energy changed. The customer informed that the discrepancy was identified during the read through of beam parameters prior to treatment. The energy was converted back to the correct value and the treatment was delivered. Review of the logs have ascertained that the data shows that a capture was performed for field 1. However, there is no indication in the logs that capture couch only was performed on field 2 which was reported to have had a change to couch angle on that date following capture couch only. The logs show that couch copy was used to copy couch values from field 1 to field 2 as well as some other fields. Shortly after this, field 2 was selected for treatment and the couch values copied from field 1 were the new prescribed values for field 2. There was no patient mistreatment. Elekta have thoroughly reviewed the code for couch capture only and have concluded that the code design could not have resulted in an inadvertent change to energy or couch angle. Moreover, no changes to energy or couch angle were seen during in-house testing of the couch capture only function. There was no product malfunction and mosaiq is working as designed and intended.

Manufacturer narrative:
The manufacturer's investigation is on-going and further information will be provided once the investigation has completed.

Event description:
The customer reported an issue with treatment field definition related to couch capture function in mosaiq.